Manufacturer narrative:
The customer reports still experiencing elevated blood glucose (bg) levels of 450 (mg/dl). Manual injections were delivered to address bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 (mg/dl). The customer delivered boluses, an injection and changed supplies to address bg levels. System check with tandem technical support indicated the pump was performing as expected; however, the customer indicted that cartridges were re-filled with insulin. The customer was reminded that cartridges are not indicated for re-use.